Manufacturer narrative:
It was reported that the fingertip pulse oximeter (hcsm70j) was "not working even after changing the batteries." The item was defective. No injury, medical intervention, serious injury, or follow-up care has been reported.

Event description:
It was reported that the fingertip pulse oximeter (hcsm70j) was "not working even after changing the batteries."